Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose value was unknown. Customer stated that they had a low battery alarm, replaced the battery and got a battery test failed alarm. Customer was advised if alarm is not cleared the failed battery test alarm will recur with each new battery inserted. Insulin pump will not be returned for analysis.